Event description:
The device was returned due valve 5 leak failure. A mock infusion was attempted but the pump alarmed service needed. The device was opened for internal inspection and found that the magnet cup is worn and the flanged bearing will need to be replaced. The device failed functional testing valve 5. No other damage found.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: mayo staff reported: pump problem then service needed. No patient harm. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 5). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.